Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces (of tampon) inside of you- vagina [foreign body in reproductive tract] tampons fall apart [device breakage]. Case description: consumer reported via social media that tampons fall apart. No serious injury reported.